Event description:
Pt admitted for elective diagnostic cardiac catheterization. In the middle of the procedure the x-ray equipment did not function properly so that the images were not permanently stored. Fluoroscopy was working but the cine features of the x-ray equipment aborted in the middle of this pt's case and it was unable to be restarted, the case was completed on fluoroscopy alone. Pt was discharged home. Md felt case did not need to be rescheduled. This was a state reportable event due to malfunction of equipment during treatment or diagnosis of a defective product which has the potential for adversely affecting the pt.